Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that upon latitude review, intermittent impedance spikes were recorded for the right ventricular (rv) lead, to the point the pacing impedance was out of range. There was no noise noted and the sensing as well as the shocking impedance were within normal range. Technical services discussed possible causes, provided reprogramming options and advised to monitor for noise on the rv channel. The rv lead is a non-boston scientific product. The implantable cardioverter defibrillator (ICD) system remains in service. No adverse patient effects were reported.